Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set. The symptoms were noticed 3 or more hours after insertion in the abdomen. The insertion site was rotated regularly. Patient's blood glucose at the time of event was 479 mg/dl therefore, patient took a correction bolus via pump. Patient would also replace supplies as necessary and resume insulin. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.